Event description:
It was reported the programmer screen is broken and loose. The handle also needs repair. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer screen is broken and loose, handle needs repair, and display has severe water damage. Missing hinge plate screws; missing screws caused loose display.